Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient received PICC (B)(6) 2025. The patient's PICC is discontinued before the treatment is given, (B)(6) 2025. The PICC is broken just below the statlock attachment. The patient receives his treatment in pvk. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A complete circumferential break was observed in the catheter just distal to the molded joint. A microscopic observation revealed the break sites were jagged and uneven with a rough surface texture and many microscopic tears. The characteristics of the damage observed on the returned sample suggest the catheter may have been subjected to excessive pulling and/or torsional forces; however, additional unknown factors such as exposure to incompatible chemicals, positioning of the catheter, and securement techniques may have contributed. Therefore, the root cause of the broken catheter is unknown. This complaint will be recorded for future trending and monitoring purposes.